Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting and the intraocular pressure was slightly elevated (18-20mm hg). The lens was exchanged for a shorter lens. The intraocular pressure after exchange was 16mm hg.

Manufacturer narrative:
(B)(4) - intraocular pressure rise. Size incorrect for patient. No code available (lens explanted).evaluation:method - work order search.results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.

Manufacturer narrative:
Based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. As reported on the medical review, it is very likely that either a patient related factor (anatomy) and/or a procedure related factor (miscalculation) was the cause of the excessive vaulting. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, icl (13.2mm) was explanted/exchanged for another icl (12.6 mm), almost three months postoperatively, to address excessive lens vaulting. Iop was 18-20 mmhg , which was within normal range (12-22 mmhg) even though the angle was narrow. No reported other complications and no reported postoperative sequelae. Given the information that implantation of the shorter icl resolved the issue, it is very likely that either patient related factor (anatomy) and/or procedure related factor (miscalculation) have caused the reported event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely root cause of the event has been determined to be due to either patient related factor (anatomy) and/or procedure related factor (miscalculation). (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).